Event description:
The physician inquired about info concerning stents and implant site infections. A pt had a wiktor stent implanted in an rca saphenous vein graft on 9/22/97. The pt returned to the hosp on 9/25/97 for a blood culture which showed positive for staph infection. On 10/1/97 surgery was performed to removed the stent. No other pt complications were reported.